Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
This report addresses he issue of use error-breach in aseptic technique. The customer contacted baxter's technical service center to report a connection issue between a transfer set and titanium adapter that occurred during use. The disconnection happened when the patient was at home and the patient reconnected to the set to the titanium adapter by themselves. There was no patient injury or medical intervention indicated at the time of the initial report

Manufacturer narrative:
(B)(4). This is a spontaneous report by a nurse from (B)(6) of an accidental disconnection of a titanium adaptor transfer set coincident with extraneal therapy. A complaint was made to baxter that on (B)(6) 2012, the patient experienced an accidental disconnection of the titanium adaptor and transfer set. The patient then reconnected himself. On the same day, the patient experienced bacterial peritonitis, manifested by cloudy effluent. On (B)(6) 2012, the patient started therapy with ciproxine 500mg, once daily (route not reported). On (B)(6) 2012, the patient discontinued ciproxine and started remedial therapy with vancomycin 1.75g/day (route not reported) and amukin (amikacine sulfate) 20mg (route and frequency not reported). On (B)(6) 2012, the patient recovered from this peritonitis event. On (B)(6) 2012, the patient was discharged from the hospital. The event of bacterial peritonitis resulted in a prolonged hospitalization.

Manufacturer narrative:
(B)(4). Evaluation summary: this complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. A review of all batch record documents was performed with no issues noted during the manufacturing process. If additional information becomes available, a follow up report will be submitted.